Event description:
It was reported that this left ventricular (lv) lead was had evidence of oversensing resulting in inhibition of pacing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).